Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient flew to (B)(6) 2 days ago and the day they flew, their symptoms were fine. They went through airport security and had a hand search; they noted being separated from their external device (pp), ¿and that was ok because it was off.¿ it was noted that within the last 2 days they had a sudden loss of therapy, no reliability with their urinary continence, and that they had returned to wearing pads/depends. Troubleshooting included having the patient sync with their device. Their pp showed that they were on program 1 at 1.8, but their stimulation was off. Therapy was turned back on, kept at 1.8, and the patient noted that they felt stimulation. It was reviewed that the patient should call back or follow up with their healthcare provider if their symptoms continued. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.